Event description:
Reportedly, unexpected discharge of the battery was observed. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characterisitcs were within specifications.

Event description:
Reportedly, unexpected discharge of the battery was observed. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
The following sentence was missing in the initial MDR: the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, unexpected discharge of the battery was observed. The subject device was explanted and will be returned for analysis.